Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's usb port was broken and had missing pieces close to the screw and the customer could no longer charge the pump. The pump was replaced to address the issue. There was no reported impact to customer's blood glucose.